Event description:
On july 25, 2025, aprifix was notified that patient # (B)(6) (pas # (B)(6)) reported experiencing back pain, accompanied by a clicking sound from the device. The patient also noted concerns related to the ratchet mechanism.